Event description:
It was reported that the customer was using the pump on (B)(6) 2014. Customer was trained on how to prime and change sets. Diabetes clinical manager stated that the customer's doctor and nurse were not educated on the pump. They will have to be trained if the customer wants to continue pump therapy. Customer was admitted in the emergency room on (B)(6) 2014 at 8pm for a blood glucose level of 987 mg/dl. Customer was having an issue with her site and she contacted her trainer for assistance. Her blood glucose level at the time was 300 mg/dl and she was advised to contact the help line. Customer called the 24 hour help line for assistance and was assisted with priming the pump. Customer was having a high blood glucose level and was advised to go to the emergency room. Customer had diabetic ketoacidosis and was released and provided with manual injections. Customer was wearing the pump at the time of the emergency room visit. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).